Manufacturer narrative:
Patient information: no further patient information was provided by the customer. A review of tickets was performed for reagent lot number 32174un19. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the lactate dehydrogenase (ldh) for lot 32174un19 was identified.

Event description:
The customer observed falsely elevated lactate dehydrogenase (ldh) results generated on the architect c8000 processing module. The following data was provided: (B)(6) initial result = 1319 u/l, repeat = 176 u/l, reference range = 125 u/l to 243 u/l. No impact to patient management was reported.